Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed ion-selective electrode (ise) precision using pooled serum sample, and the coefficient of variation was <0.2. The cse replaced the ise module, ise power supply unit and power cable. The cse performed precision testing and ran calibrations and quality controls. No issues have been reported since the ise module assembly was replaced. The cause of the discordant, falsely low na results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples on an advia chemistry xpt instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia chemistry instrument, resulting higher. The corrected results from the alternate advia chemistry instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.